Manufacturer narrative:
D9/h2/h3/h6: the umbilical cable and breakout panel were returned for analysis, however analysis has not been completed at this time. Codes b21, c21 and d16 are applicable. D10/h2: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000424, serial/lot #: (B)(6), product ID: bi71000167, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The breakout panel was returned to the site and no failure was found. The panel assembly passed continuity testing and visual inspection showed that all wires and connectors were in good condition. The returned dongle passed continuity testing, was installed on a test system, and functioned correctly. The umbilical cord was also returned to the site and no failure was found. The umbilical cabled passed bench testing and a continuity test. The system was initialized and 2d and 3d images were successful. Visual inspection confirmed that a connector was worn. H6: additional review indicated codes d16, b21, and c21 are no longer applicable to the event. Codes d02, b01, c02, and c07 apply to the system. Codes d14, b01, and c19 apply to the case parts. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A representative went to the site to preform a system check out. It was reported that there was intermittent stand alone mode when trying to expose. They replaced the umbilical and breakout panel and the system was operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device used for a sacroiliac and thoracolumbar procedure. It was reported that the image acquisition system (ias) was stuck in standalone mode. The case was aborted since the imaging system would not boot up fully. No other details provided. There was no reported harm to the patient present.